Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected. H6: corrected medical device, component, and investigation clinical codes.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate: (B)(6).

Event description:
Approximately 6 year(s), 2 month(s) and 22 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced instability / subluxation. Patient reported subluxation trying to get up from the floor. No action has been taken at the time of reporting and the outcome of this event is considered continuing. The clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure.